Manufacturer narrative:
(B)(4). Date sent: 12/21/2023 d4: batch #877a13. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sr55 reload was received with no apparent damage. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 877a13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 11/30/2023 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "cartridge misfired"? After loading cartridge in ntlc stapler, while pushing the knob, cartridge stapled few lines after that it got stuck in the tissue. 2. Did the device staple? It stapled few mm (incomplete stapling) 3. If the device stapled, was the staple line complete? As per ot nurse staple line was incomplete. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B formation was 50% irregular 50% 5. Did the device cut? Yes but incomplete 6. If the device cut, was the cut line complete? No it was incomplete. 7. Were the cut line and staple lines equal? Approximately equal 8. Was the device fired across a staple line? No 9. Did the reload lock out and would not work? Yes 10. Did the reload begin to staple and cut, but then jammed? Yes 11. Did the device staple, but there was no cut line? Stapling and cutline was 40% of total staple and cut line length. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy the device misfired while stapling. There were no patient consequences.